Event description:
Major pump unit(s) involved: external control system failureadditional text: ppm alarms the yellow wrench at homespecific component(s) involved: external controller malfunctionadditional text: ppm alarms the yellow wrench at homeother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of internal battery; other interventions, specifyother intervention : returned to thoratecimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction